Manufacturer narrative:
Additional, changed, or corrected data: b.5, h.6. Reason for reoperation: capsular contracture baker grade ii or iii.

Event description:
Capsular contracture was a baker grade of "ii-iii."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red particle materials on the shell with creases and deformation. Device patch with lot (or catalog/batch) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side textured to smooth exchange. The device has been explanted. Healthcare provider also reported capsular contracture baker grade unknown.